Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. This event is being evaluated under a formal investigation. A follow up medwatch report will be submitted when the investigation is complete. This device was identified as part of the customer notification dated (B)(6) 2010. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Manufacturer narrative:
The issue of failure to alarm for air in line was evaluated under a formal investigation. It was determined the failure to alarm for air in line occurred when a liquid droplet adhered to the inner wall of a microbore administration tubing set when the solution container was run past dry and the liquid droplet was positioned directly in line with the air sensor, interfering with the air sensing algorithm¿s ability to trigger an alarm for the presence of air.  Several corrective actions had been identified.  A clinical bulletin was issued to notify customers to use air elimination filters and not to over program the volume to be infused in the device.  Secondly, an urgent device recall was issued notifying customers on air mitigations, product information on the use of air elimination filters, priming the filter tubing sets, filter size use with blood tubing sets, and medications that cannot be filtered.  Thirdly, the symbiq system operating manual was updated (B)(4).  Fourthly, the training materials for clinical users based on the changes to the system operating manual were updated.  Next, the production of macrobore and remedial microbore tubing sets were accelerated to meet customer demand and hospira is currently in the process of conducting the recall to replace the customers affected tubing sets.

Event description:
The customer contact reported air in the tubing distal to the device with no device alarm. On an unspecified date and time, the device was programmed for continuous delivery to deliver normal saline, at a rate of 999 ml/hr, with a 900 ml vtbi (volume to be infused), and the delivery was started. No further programming parameters were provided. The customer contact reported a 1000 ml container size. After an unspecified length of time, the nurse noted the tubing was filled with an unspecified length of air bubbles distal to the cassette with no device alarm. No air was delivered to the pt. The customer contact reported the air was removed from the tubing set and the device remained in clinical use. The customer contact reported there was no change in the pt status and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.